Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd cassette reservoir had air bubble. It was reported that the patient went to the emergency due to the reported event. It was reported that based on the history of the pump the pump was stopped during the night of (B)(6) 2019 to (B)(6) 2019 between 00h50 and 01h44 caused by presence of the bubble. It was also observed that the pump gave "air alarm" at 13h46 and the pump had been stopped at 13h55. It was reported that the pump was able to restart without any issues and air visible. There were no adverse effects to the patient due to the reported event.

Manufacturer narrative:
One sample of the cadd administration set and the cassette was received. The samples were visually inspected, at a distance of 12" to 24" and normal conditions of illumination. During the visual inspection, it can be seen that the assembly bag was trapped in the pressure plate. A review of the manufacturing process was conducted by quality intern, in order to verify that there are no situations or practices that could create the event as described in the "complaint description" section. A review of the production floor was conducted, a sample of 32 units were taken in order to verify for that the bags were correctly placed; no discrepancies were detected. The most probable cause is that the cassette bag loading operation was not performed properly. During the assembly of the assembly bag, it kept getting trapped in the pressure plate causing creases in the assembly bag top area. Creases in the assembly bag make it difficult to fill and cause air inside.